Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc) but was returned to (B)(4) for evaluation. (B)(4) inspected the device and found that the adhesive of the distal end was damaged. The reported event appeared to be caused by wear and tear of the adhesive of the distal end. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that there was a gap in the adhesive between the distal end and the plastic cover of the device. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, omsc concluded that the adhesive around the distal end cap may have peeled off due to repeated chemical or physical damage. Aging deterioration may have caused the defect because the device was manufactured in 2012 and has been used as a demonstration machine for 8 years. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.